Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in another country. The product is not sold in the USA, but it is similar to a product which is sold in the USA. The returned device was visually inspected. One of the heater wire pins on the inspiratory limb was bent towards the other pin. This prevented a heater wire adapter plug from being connected to the breathing circuit. The device failed prior to use. The rate of occurrences for such complaints is approximately 0.0018% worldwide for the last year. A bent heater wire pin deems the heated breathing circuit unusable as the heater wire adapter cannot be connected. This would be identified at breathing circuit set up.

Event description:
A hospital in a foreign country reported to our distributor, that when they checked the rt105 breathing circuit before use, the pin for the heater wire was bent. No patient injury was reported as a result of the incident.